Event description:
It was reported to boston scientific corporation that a box of ten rotatable oval snares was opened on (B)(6) 2012. According to the complainant, the stock controller noticed a tear on the front of one of the individual plastic pouches. The outer box was not damaged.

Event description:
It was reported to boston scientific corporation that a box of ten rotatable oval snares was opened on (B)(6), 2012. According to the complainant, the stock controller noticed a tear on the front of one of the individual plastic pouches. The outer box was not damaged.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device, which was received in its original sealed pouch, found the mylar portion of the pouch to be torn. Scanning electron microscopy (sem) revealed areas of both elongated material and brittle fracture in the plastic film. There was no evidence of a mechanical cut, and no material anomalies were noted. Additionally, adhesive material was found on the surface of the pouch in the same location as the tear. Fourier transform infrared (ftir) spectroscopy was used to characterize the material on the surface of the pouch. The results indicate that this material is a common adhesive, different from the adhesive used in conjunction with this product or its manufacture. It is unknown why there is adhesive material on the package, or what the significance is of the adhesive's presence at the tear site. The condition of the returned device was consistent with the complaint that the pouch was torn; the complaint was confirmed. Sem analysis suggests the failure occurred due to a tension overload; however, review and analysis of all available information fails to indicate a root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted.